Event description:
It was reported that bd max¿ system, bd max¿ instrument there were 7 instances where false positives vibrio occurred. The following information was provided by the initial reporter: customer is reporting a total of 7 false positives vibrio. No injuries were reported.

Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". Customer reported that they are seeing an increase in suspected false positives for vibrio while running the extended enteric bacterial panel assay. Customer was instructed to perform environmental monitoring, which came back negative. Bd quality performed review of the customer instrument database which revealed evidence of reader normalizer signal drift affecting the rox (585) signal. A bd field service (fse) was dispatched to the customer site where they performed replacement of the instrument side a reader and mux board, and the pump on pipette channel 3. Service also installed new software scripts to correct the normalizer drift issue. This complaint is confirmed by quality and service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Samples for this complaint included the returned reader and the customer instrument database and run files. Bd engineering performed diagnostic testing on the returned reader, which revealed no functional issues with the part. Bd quality performed review of the customer instrument database which revealed evidence of reader normalizer signal drift affecting the rox (585) signal. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint. H3 other text : see h.10.

Manufacturer narrative:
PMA/510k: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument there were 7 instances where false positives vibrio occurred. The following information was provided by the initial reporter: customer is reporting a total of 7 false positives vibrio. No injuries were reported.